Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the ICU, the pump modules were involved in an unspecified over-infusion. The unspecified pump module delivered the wrong amount of fluid. The customer's risk department sequestered the devices for testing. The customer states there was no injury to the patient.